Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a knee surgery, the proximal portion of the retrograde drill broke. No pieces were left inside the patient. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the customer provided image found labelling that confirms the product identification information. The proximal end of the drill is fractured. A visual inspection of the returned device found that it is not in its original packaging. The proximal end of the drill is broken, and there is debris on the device. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details no broken pieces remained in the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee surgery, the proximal portion of the retrograde drill broke in two, practically on the motor. No pieces were left inside the patient. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported. The surgeon was satisfied with the operative result since it had no impact on the result.